Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that a trained user experienced an overnight low blood glucose while using the ilet, followed by a seizure, after which the healthcare provider advised discontinuation and the family elected to return the device. Symptoms included hypoglycemia and seizure. Outcomes included device discontinuation. Without hospitalization. Investigation included internal complaint review to assess device performance and event circumstances. Investigation of this case revealed no device alarms or malfunctions reported and no device component issues identified, and the cause of the hypoglycemia and seizure remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.